Event description:
A report was received that the pt underwent a pocket revision in 2009, due to pocket site soreness. The physician relocated the pocket site and implanted 2 lead extensions. No devices were explanted. The pt was receiving good coverage and reportedly doing well post- operatively.

Manufacturer narrative:
This is the final report.